Manufacturer narrative:
The biosense webster, inc. Received the device for evaluation and on 06-jul-2021 it was observed that the brim cap was detached from the hub of the unit and not returned for its analysis. This lab finding of the brim cap detachment was also assessed as MDR reportable. The awareness date for this lab finding is 06-jul-2021. Therefore, added ¿detachment of device or device component (a0501)¿ in the ¿h 6. Medical device problem code¿ field. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve wherein air flow into the sheath was observed and a hemostatic valve separation occurred. There was no patient consequence. The device evaluation was completed on 06-jul-2021. The product was returned to biosense webster for evaluation. It was sent to cardinal health for further investigation. Visual analysis of the returned sample revealed that the brim cap was observed detached from the hub of the unit and not returned for its analysis. Also, no damages were observed on the internal components of the hub on the preface sheath. Visual analysis was performed, the brim cap was observed detached from the hub of the unit and not returned for its analysis. Also, no damages were observed on the internal components of the hub. Flushing test could not be performed since the brim cap was not returned for its analysis and the syringe couldn¿t be connected to the sheath of the unit to perform the flushing test. Insertion/ withdrawal test was successfully performed to discard any obstruction on the unit. The vessel dilator was inserted successfully into the sheath. Neither resistance nor obstruction was observed during the insertion/withdrawal test. A device history record review was performed and no internal actions related to the reported complaint were identified. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve wherein air flow into the sheath was observed and a hemostatic valve separation occurred. Transseptal puncture was performed in order to proceed with the afib ablation with 3d mapping system. While inserting the thermocool sf catheter within sheath, catheter faced resistance and gently pushed backed. At the same time it was seen that there was bubble transitioning into the sheath. Then, while pushing back the rf catheter, the valve of the preface® guiding sheath with multipurpose curve was broken. There is no information detailing how these issues were resolved. Additional information received indicates there was no occlusion when irrigating the preface® guiding sheath with multipurpose curve and the sheath was not narrowed, partially blocked or completely blocked. The catheter was still able to be moved through the preface® guiding sheath with multipurpose curve. The hemostasis valve (gasket) was not reported to break into two or more separate pieces. The hemostatic valve was reported to have detached from the preface® guiding sheath with multipurpose curve. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the bleeding was reported as minimum. There was no patient consequence. The customer¿s reported issue of ¿resistance with the sheath¿ is not MDR reportable as interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/6/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).